Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are a potential adverse event associated with aortic valve replacement. Atrial fibrillation is a common preexisting arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure, or can be a progression of the patients disease at some point in the postoperative period. According to literature review, and as documented in a clinical technical summary by edwards, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors not provided and/or procedural factor are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6) and through the (B)(6) tavi registry, a 23mm sapien 3 valve was implanted in the aortic position. On postoperative day (pod) 4, as the patient developed atrial fibrillation and had pauses for 10 seconds with syncope. A permanent pacemaker was implanted. On pod 23, the outcome became recovering.